Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
The recipient reportedly experienced discharge from the magnet site caused by strong retention.

Event description:
The recipient reportedly experienced pain, swelling and discharge at the implant site. The recipient was prescribed oral antibiotics (type unknown) and the magnet strength was reduced. The recipient was also given an ancef peripherally inserted central catheter for use for 6 weeks. The recipient is being monitored.

Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device passed one of the mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, the device failed the helium leak test, even though the residual gas analysis results were within our strict specifications. Based on this, it is determined that this device was non-hermetic. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient was initially treated with IV ancef for six weeks followed by keflex for two weeks. The recipient was recommended non-use of the device for three weeks. The recipient's device extruded and was admitted to the hospital. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced an infection at the implant site. The implant site was cleaned out.